Manufacturer narrative:
Approximate age of device- 6 years, 3 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported the patient experienced a driveline fault alarm and they exchanged their controller. Upon interrogation of the original controller, multiple low flow events and pump stoppages were observed. Log file analysis confirmed the pump stoppages on (B)(6) 2018 and this type of behavior has been linked to potential issues with the percutaneous lead. The issues appeared to occur on batteries. Submitted xrays showed the external section of the driveline to be twisted up but the internal section looked normal. A phase interruption test was performed and confirmed the yellow wire was causing the driveline fault alarm. A percutaneous lead repair was performed on (B)(6) 2018. Post percutaneous lead repair the log file showed no further pump stoppages and the driveline data was normal. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that would have contributed to the reported driveline fault alarms; however, this evaluation did not confirm driveline wire damage that would have contributed to the pump stop events captured in the submitted log files. Furthermore, analysis of the submitted log file provided by the account confirmed a low flow alarm; however, a specific cause for this event could not conclusively be established through this evaluation. A distal-end driveline replacement was performed and approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities. The silicone jacket had been removed 2.5¿ through 12¿ from the metal connector prior to return for evaluation. The bionate cover showed a brown discoloration and showed signs of twisting approximately 4¿-7¿ and 11¿-12¿ from the metal connector. Cosmetic damage to the outer jacket of the driveline was also found. The metal braided shield was frayed and showed areas of breakdown throughout the length of the driveline. Visual inspection of the wires confirmed damage to the yellow wire approximately 11.5¿ from the metal connector. The wire showed signs of twisting and the underlying conductors appeared to be fractured, despite the insulation being intact. The returned portion of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the yellow wire to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in the reported driveline fault alarms. No further information was provided. The manufacturer is closing the file on this event.